Event description:
It was reported that the short interval count was >3000 for a single day. The device is still in use. No patient consequences have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was indicated. The lifetime ventricular sensing integrity counter is 3096 and all but one of these counts occurred since (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected device conclusion code. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was indicated. The lifetime ventricular sensing integrity counter is 3096 and all but one of these counts occurred since (B)(6), 2010. A high value of this count can indicate a possible intermittency in the system.

Event description:
Asku